Manufacturer narrative:
On (B)(6) 2015 follow up: the customer reported blood glucose level did not drop below 78 mg/dl and that carbs were eaten to counter the insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered a blood glucose level of 344 mg/dl into the gram field and delivered a 10 unit bolus. Customer received 7.41 units of the 10 units. Contact was confident that blood glucose level could be corrected if necessary. There was no impact to customer's blood glucose level at time of event.